Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. The vt and pip values were not registering correctly. There was no patient involvement at the time the issue was discovered as the issue was found during device setup. No patient or user harm was reported. The customer called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error message was displayed on the screen during setup. The vt and pip values were not registering correctly. The remote service engineer (rse) advised the customer on replacing the flow sensor assembly or gas delivery system (gds) and provided the customer with the part numbers of the replacement parts. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 28sep2025, 09oct2025, and 16oct2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.